Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain physician information, patient's dob and device information.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgical intervention took place to explant the system.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
D4 - UDI-unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.